Event description:
The customer reported the device shut down while in use. No patient involvement reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The customer did not provide philips evaluation data.